Event description:
Radiometer complaint reference: (B)(4).according to complaint, the customer reported that when using "reprocess" on aqure (serial number (B)(6)), the analysis time is changed to 00:00 (12:00 am).this incorrect timestamp is then transmitted to the lis (laboratory information system), whereas the original analysis time (e.g., 16:21 on (B)(6) 2026) is lost.the issue is also observed for blood gas results after modification and was not seen previously.